Manufacturer narrative:
PMA/510(k) # p200023. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per email: I met with a physician who shared with me some images of a previous zilver vena placed that has now fractured. The patient returned due to re-thrombosing and the doctor placed an additional stent in the proximal piece that was fractured. This file will capture the off-label use of the replacement device in a 17 year old, used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence the following information has been requested via email on27feb2023. Sg 27feb2023 please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other if other, please specify: was a stent previously placed during previous procedures? Was the device used percutaneously? Where on the patient was the percutaneous access site? Was the access site jugular or femoral? N/a, jugular, femoral other if other, please specify: what disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? If other, please specify: was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral was pre-dilation performed ahead of placement of the stent? What was the target location for the stent? Details of access sheath used (name, fr size, length)? Was the device flushed through both flushing ports before the procedure, as per IFU? Details of the wire guide used (name, diameter, hyrdophyllic)? Was resistance encountered when advancing the wire guide to the target location? Was resistance encountered when advancing the delivery system to the target location? If resistance was met, how did the physician address this? Did the tip of the delivery system cross the target location? Did the user pull the handle towards the hub during deployment, per IFU? Did the user push the hub during deployment? Did the user remove slack in the delivery system before deployment, per IFU? Was the stent deployed smoothly / without resistance? Was the stent fully deployed in the patient? Was the stent fully deployed before removing the delivery system from the patient? Was post dilation performed after the placement of the stent? Was the delivery system damaged/kinked/twisted during deployment? What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? Please specify if yes. Per rep: I am trying to schedule a meeting with the doc to answer the unanswered questions, but children¿s is not an easy hospital to get access to. Sg 02mar2023 7. Will the product be returned? No, still in the patient 8. Usage of product: a. Initial use of device; correct b. Reuse of device c. Unknown 9. Was product reprocessed for reuse prior to occurrence? 10. Did the product regarding this complaint come in contact with the patient? 11. Can you provide any patient information (age, weight, gender, pre-existing conditions)? 12. What type of procedure was being performed? Thrombectomy and venogram 13. Did the event result in a death? No 14. Did any unintended section of the device remain inside the patient¿s body? A. If yes, please describe. 15. Was the patient hospitalized or was there prolonged hospitalization? 16. Did the patient require any additional procedures due to this occurrence? 17. Did the product cause or contribute to the need for additional procedures? A. If yes, please specify additional procedures and provide details. 18. Has the complainant reported any adverse effects on the patient due to this occurrence? 19. Has the complainant reported that the product caused or contributed to the adverse effects? 20. Please specify adverse effects and provide details. 21. Please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other a. If other, please specify: 22. Was a stent previously placed during previous procedures? 23. Was the device used percutaneously? 24. Where on the patient was the percutaneous access site? 25. Was the access site jugular or femoral? N/a, jugular, femoral other a. If other, please specify: 26. What disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? A. If other, please specify: 27. Was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral 28. Was pre-dilation performed ahead of placement of the stent? 29. What was the target location for the stent? 30. Details of access sheath used (name, fr size, length)? 31. Was the device flushed through both flushing ports before the procedure, as per IFU? 32. Details of the wire guide used (name, diameter, hyrdophyllic)? 33. Was resistance encountered when advancing the wire guide to the target location? 34. Was resistance encountered when advancing the delivery system to the target location? 35. If resistance was met, how did the physician address this? 36. Did the tip of the delivery system cross the target location? 37. Did the user pull the handle towards the hub during deployment, per IFU? 38. Did the user push the hub during deployment? 39. Did the user remove slack in the delivery system before deployment, per IFU? 40. Was the stent deployed smoothly / without resistance? 41. Was the stent fully deployed in the patient? 42. Was the stent fully deployed before removing the delivery system from the patient? 43. Was post dilation performed after the placement of the stent? 44. Was the delivery system damaged/kinked/twisted during deployment? 45. What intervention (if any) was required? 46. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 47. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? A. Please specify if yes. The following information has been requested via email by pmqe on 20mar2023. Sg 20mar2023 1. Did both lot # c1766826 & c1799437 fracture, or just one of them? We don¿t know which stent was placed proximally to identify which one is fracture a. If just one, please provide that lot #. 2. Can you provide any patient information (age, weight, gender, pre-existing conditions)? 3. Did any unintended section of the device remain inside the patient¿s body? A. If yes, please describe. 4. Was the patient hospitalized or was there prolonged hospitalization? 5. Did the patient require any additional procedures due to this occurrence? 6. Did the product cause or contribute to the need for additional procedures? A. If yes, please specify additional procedures and provide details. 7. Has the complainant reported any adverse effects on the patient due to this occurrence? 8. Has the complainant reported that the product caused or contributed to the adverse effects? 9. Please specify adverse effects and provide details. 10. Please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other a. If other, please specify: 11. Was a stent previously placed during previous procedures? 12. Was the device used percutaneously? 13. Where on the patient was the percutaneous access site? 14. Was the access site jugular or femoral? N/a, jugular, femoral other a. If other, please specify: 15. What disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? A. If other, please specify: 16. Was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral 17. Was pre-dilation performed ahead of placement of the stent? 18. What was the target location for the stent? 19. Details of access sheath used (name, fr size, length)? 20. Was the device flushed through both flushing ports before the procedure, as per IFU? 21. Details of the wire guide used (name, diameter, hyrdophyllic)? 22. Was resistance encountered when advancing the wire guide to the target location? 23. Was resistance encountered when advancing the delivery system to the target location? 24. If resistance was met, how did the physician address this? 25. Did the tip of the delivery system cross the target location? 26. Did the user pull the handle towards the hub during deployment, per IFU? 27. Did the user push the hub during deployment? 28. Did the user remove slack in the delivery system before deployment, per IFU? 29. Was the stent deployed smoothly / without resistance? 30. Was the stent fully deployed in the patient? 31. Was the stent fully deployed before removing the delivery system from the patient? 32. Was post dilation performed after the placement of the stent? 33. Was the delivery system damaged/kinked/twisted during deployment? 34. What intervention (if any) was required? 35. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 36. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? A. Please specify if yes. The following information has been received via email on 22mar2023. Sg 22mar2023 1. Did both lot # c1766826 & c1799437 fracture, or just one of them? We don¿t know which stent was placed proximally to identify which one is fracture a. If just one, please provide that lot #. 2. Can you provide any patient information (age, weight, gender, pre-existing conditions)? 17 year old male, may thuner, prior dvts 3. Did any unintended section of the device remain inside the patient¿s body? No a. If yes, please describe. 4. Was the patient hospitalized or was there prolonged hospitalization? No 5. Did the patient require any additional procedures due to this occurrence? Patient had another dvt 6. Did the product cause or contribute to the need for additional procedures? A. If yes, please specify additional procedures and provide details. 7. Has the complainant reported any adverse effects on the patient due to this occurrence? 8. Has the complainant reported that the product caused or contributed to the adverse effects? 9. Please specify adverse effects and provide details. 10. Please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other nothing out of the ordinary a. If other, please specify: 11. Was a stent previously placed during previous procedures? Not before the zilver venas were placed 12. Was the device used percutaneously? Yes 13. Where on the patient was the percutaneous access site? Pop, patient was prone 14. Was the access site jugular or femoral? N/a, jugular, femoral other a. If other, please specify: pop, patient was prone. 15. What disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? A. If other, please specify: may thurner. 16. Was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral 17. Was pre-dilation performed ahead of placement of the stent? Yes 18. What was the target location for the stent? Ostium of common iliac 19. Details of access sheath used (name, fr size, length)? 12 fr sheath for penumbra device. 20. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes. 21. Details of the wire guide used (name, diameter, hyrdophyllic)? 22. Was resistance encountered when advancing the wire guide to the target location? Minimal . 23. Was resistance encountered when advancing the delivery system to the target location? 24. If resistance was met, how did the physician address this? 25. Did the tip of the delivery system cross the target location? Yes . 26. Did the user pull the handle towards the hub during deployment, per IFU? Yes 27. Did the user push the hub during deployment? No. 28. Did the user remove slack in the delivery system before deployment, per IFU? Yes. 29. Was the stent deployed smoothly / without resistance? Yes. 30. Was the stent fully deployed in the patient? Yes. 31. Was the stent fully deployed before removing the delivery system from the patient? Yes. 32. Was post dilation performed after the placement of the stent? Yes. 33. Was the delivery system damaged/kinked/twisted during deployment? No. 34. What intervention (if any) was required? Twice after the stent, the patient had dvts. 35. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day it was months later. 36. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? A. Please specify if yes. The following information has been requested via email on 24mar2023. Sg 24mar2023 can you confirm what they mean by pop placement, 1. Where on the patient was the percutaneous access site? Pop, patient was prone 2. Was the access site jugular or femoral? N/a, jugular, femoral other a. If other, please specify: pop, patient was prone the following information has been received via email on 28mar2023. Sg 29mar2023 the popliteal vein the following information has been requested via email on 29mar2023. Sg 29mar2023 1. Please provide clarification on whether the 12fr access sheath was used during the original procedure or during the follow up procedure a year later 2. Details of access sheath used (name, fr size, length)? 12 fr sheath for penumbra device the following information has been received via email on 31mar2023. Sg 31mar2023 12 french sheath was used during both procedures for the penumbra thrombectomy. It was a cook short sheath the following information has been requested via email on 14apr2023 09may2023. Sg 09may2023 if the patient is/was being adequately anticoagulated?

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-jan-2024.

Manufacturer narrative:
PMA/510(k) # p200023 device evaluation off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required this file is related to (B)(4) and will capture the off label use of the replacement device in a 17 year old. The zvt7-35-120-16-100 device of lot number unknown involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown instructions for use/label as per the instructions for use (ifu0091), it states that the potential effects of phthalates on pregnant women/nursing women or children have not been fully characterized and there may be concern for reproductive and developmental effects. The intended use outlined in the IFU is as follows: " the zilver vena venous stent is indicated for improving luminal diameter in the the iliofemoral veins for the treatment of symptomatic venous outflow obstruction" as per the ¿target groups¿ section of the technical content form (itf051 d00313728) associated with this device, this stent is for use on adults patients with symptomatic iliofemoral venous outflow obstruction. As per product manager input ¿if looking at age from a legal perspective (i.e., when one is considered a legal adult in the us for example), this is typically considered to be 18 years old. In our vivo us clinical study for zilver vena, one of the exclusion criteria included patients less than 18 years of age. We do not explicitly state the age a patient may or may not receive a zilver vena stent. If we use the defined age of ¿legal adult¿ as guidance for determining when a patient is an adult, the age would be 18 years according to law. ¿. Image review an image was not returned for evaluation. Root cause review a definitive root cause of off label use was identified from the available information. It was noted from the patient information received, that the patient was 17 years old at the time of the event. The user has not complied with the requirements of the IFU with respect to the intended use of the device. As per d00213689, rev006, section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Summary according to the initial reporter, they met with a physician who shared some images of a previous zilver vena placed that has now fractured. The patient returned due to re-thrombosing and the doctor placed an additional stent in the proximal piece that was fractured. This file will capture the off-label use of the replacement device in a 17 year old, used to complete the procedure. As per product managers input, taking the defined age of ¿legal adult¿ as guidance for determining when a patient is an adult, the age would be 18 years according to law. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not suffer any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause of off label use was identified. As per the ¿target groups¿ section of the technical content form associated with this device, this stent is for use on adults patients with symptomatic iliofemoral venous outflow obstruction. As per product managers input, taking the defined age of ¿legal adult¿ as guidance for determining when a patient is an adult, the age would be 18 years according to law. Complaints of this nature will continue to be monitored for potential emerging trends.